Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the pump has a constant basal rate of 7.5 programmed; however the pump history showed a basal rate of 14.9. The patient reportedly did not change the rate. This report is being made based on the alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to adequately investigate complaint. The user data for the time of the complaint has been overwritten and is no longer available for investigation due to continued patient use of the pump. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. The pump was exercised for 24 hour on a 1 unit per hour basal program, no changes to the basal program were observed during this time.